Event description:
While the ventilator was connected to the patient, technical errors 5 and 11 occurred and ventilation stopped. There was no patient injury.

Manufacturer narrative:
Maquet inc submits this report on behalf of the device manufacturing facility maquet critical care, ab. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.